Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were wanting to know who implanted the device originally as they want the implant taken out and then mentioned they can't get "it" to work and that there was a short in it. Agent called patient on number in phone 2 and patient clarified reason for call. Patient said they hadn't used the implant in 3 years so the implant battery is dead and they need to charge for an MRI of their back. Patient said depending on what the MRI says, they were probably going to have the implant taken out because it doesn't do them any good. Patient clarified the implant worked for quite a while, but they forgot to charge the implant when they broke their knee and tibia in 2023 and was in rehab for 2 months after that. Patient mentioned they hurt their leg worse than their back, so they hadn't stimulated it or used the implant and just wants to have the device taken out. Patient mentioned the rep wanted patient to try the device again for a while, but patient just doesn't have the patience to fight with it. Patient then clarified they had been trying to charge the implant for the last couple days so they could have the MRI, but they kept getting a message that said "default" and the recharger was getting hot and wasn't working. Patient just saw the rep today, who gave patient a loaner recharger to use in the meantime, then told patient to call patient services for a replacement recharger as the patient's might have a short in the cord since it was getting hot. Patient then said once they got their replacement, they would let the rep know and give the rep back the loaner recharger. A request was sent to the repair department to replace the recharger. When asked doctor, patient said they usually see a doctor. Patient said they were the ones who referred patient to "this" doctor, but didn't have any records when patient had the surgery. Agent reviewed implanting doctor information per patient's request.